Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when hanging albumin or thicker medication the user experienced venting issues; the fluid would not flow unless a needle was inserted into the vent. The customer was requesting an adapter to facilitate flow. The nurse later reported that there were multiple different models of tubing sets, both gravity and administration sets, that experienced venting difficulties when infusing thicker fluids such as albumin. The customer typically used the largest lumen of the central line, and the vent was open when primed. There was no patient harm, however this led to a needle stick to the clinician due to placing the needle into the vent to relieve pressure enough to start the flow of the thicker fluids.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that when hanging albumin or thicker medication the user experienced venting issues. The customer requesting an adapter to facilitate flow.